Event description:
The following was reported to hamilton medical ag: customer reported that there was burn damage to the driver board. I found severe arc damage to the driver board and arc damage to the ffc that leads to the display. Addition manufacturer: this burn was detected during testing and maintenance. No malfunction or event took place prior to this finding. Therefore, no patient harm or consequences.

Manufacturer narrative:
Investigation: no patient harm occurred. Hamilton medical ag has not received the device for investigation. However, we were informed by the technician that he replaced the driver board and ffc (flexible flat cables). Consequently, all tests were passed and the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will not report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause cannot be determined. There was no patient or user harm. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reported that there was burn damage to the driver board. I found severe arc damage to the driver board and arc damage to the ffc that leads to the display. Addition manufacturer: this burn was detected during testing and maintenance. No malfunction or event took place prior to this finding. Therefore, no patient harm or consequences.